Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system would not boot up. The quote was rejected by the customer and there was no service provided from the philips. Till date there is no reoccurrence reported. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot and gives error messages. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.